Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Bg was addressed via consumption of carbohydrates. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.